Manufacturer narrative:
This report is for one of seven devices involved in the event, please refer to report 3013450937-2021-00004, 3013450937-2021-00005, 3013450937-2021-00006, 3013450937-2021-00008, 3013450937-2021-00009, and 3013450937-2021-00010. The device history record and sterilization batch release record were reviewed and indicated that all components involved met specification. It was relayed by the sales representative that the explanted components had been disposed of at the hospital. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to an alleged infection.